Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the threads on the reservoir compartment's rim were missing. The reservoir did not stay in place. Customer's blood glucose level was 574 mg/dl. The customer treated her blood glucose level with the insulin pump. When the insulin pump was priming, the piston was pushing the reservoir out and causing her high blood glucose levels. The customer did not wear the continuous glucose monitoring system all the time because it was painful. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip and a missing reservoir tube seal.